Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system will not produce an image. No pt injury was reported.